Event description:
The radiologist noted that the coaxial portion of the needle was dull and was unable the separate the cannula in order to slide the biopsy portion of the needle in place. The needle was removed and a second needle was used for the biopsy without incident. It is unknown if the second needle was the same or different lot number.